Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient¿s implant was causing too much pain on the side of his injury so a revision was done on (B)(6) 2011 to move the implant to the other side. The patient said that there was nothing ever wrong with the leads or anything, but it had to be moved because of the patient¿s injury. The battery pack was on top of the injured left side. The patient thought that the healthcare professional said a bigger battery was going to be put in, but the manufacturer¿s registration could not confirm if one was because it only showed extensions being added. The pain had started in 2008 and got worse. It was resolved when they moved the ins from the left side to the right side. It was noted that the patient recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.